Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose that day was 556 mg/dl. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that: the pumps basal history and total daily dose basal history were appropriate for the programed basal rates; the pump was not calculating recommended bolus totals correctly. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 30-11-2017 device evaluation: the device has been returned and evaluated by product analysis on 08-11-2017 with the following findings: the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 1.75 unit ezcarb normal (meter) bolus on (B)(6) 2017 at 19:01. The black box showed an unexplained loss of prime on (B)(6) 2017 at 14:30; deliveries resumed at 14:42. The pump was exercised for 24 hours with a 2.0 unit/hour basal rate; at the end of testing the basal history correctly showed 2.0 units and total daily dose (tdd) showed 48.0 units. An ezbg bolus and an ezcarb bolus were manually calculated; the pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. The tdd added up correctly and reflected the user's programmed basal rates. No delivery defects were found during delivery accuracy testing. The pump was found to be delivering within required range and delivering accurately. No delivery interruptions or alarms occurred during testing. Investigators were unable to duplicate the complaint of inaccurate delivery. The pump not calculating boluses correctly could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.